Event description:
#Medwatcher #followup1 #FDA mw5044219 #(B)(4). I had a second surgery yesterday having two of the three essure fragments removed from my abdomen. One was embedded in the wall of my large intestines while the other was floating amongst my small intestines. There is still one piece still in me that was unable to be removed.

Event description:
(B)(4). Left coil perforated my fallopian tube resulting in an unwanted pregnancy which I had terminated (this horrific situation that I was forced in resulted in a decision that haunts me daily). I've had surgery to remove my right fallopian tube and essure coil, costing me over $8,000. My left coil could not be found and removed so I am now looking at a CT scan and further surgery. On top of this, I have been dealing with the following symptoms: depression, bloating, loss of sex drive, cramping, increased irritability, loss of concentration, "brain fog," twitch in belly (like baby kicks).